Event description:
It was reported that during testing at the user facility by the manufacturer sales representative, the remb oscillating saw continued to oscillate around 7% when no longer activated. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.